Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient that they had an issue with their cardiac resynchronization therapy defibrillator (crt-d) battery. The crt-d was checked by the physician and it was determined that the battery depletion was "sooner than later". The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.